Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury previously. Device issue: shaft separation. It was reported that, another company's balloon and a balance guide wire were in place in the first obtuse marginal, as the powersail was being used for post-dilatation in the circumflex artery. Afterwards, the other company's balloon and the balance were pulled into the guide catheter, then the powersail was retracted. As the powersail entered the guide catheter, resistance was noted (now having 2 catheters and 2 guide wires inside the guide catheter), so the catheter and guide wire were pulled out together. Once outside the pt, it was noted that the distal end of the catheter was missing. The guide catheter was then removed from the pt and the separated shaft was found inside. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including pt information and pt status from the hospital, field contact or distributor.